Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient also reported insertion in arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. The device is not indicated for use in pediatric patients.